Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the third firing with gold reload. There were two gold reloads used before this event. The surgeon cut the tissue and removed the device from the patient. Changed another device and reload to complete the procedure.. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with an ecr6dg cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and reloading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.